Manufacturer narrative:
The issue was resolved for the customer by providing training on the use of the product.

Event description:
The user facility reported the mattress moves with the patient at times, and when they reposition a patient the patient slides off the mattress. No adverse consequences were reported with this event.

Event description:
The user facility reported the mattress moves with the patient at times, and when they reposition a patient the patient slides off the mattress. No adverse consequences were reported with this event.